Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Reportedly, femoral imaging was not performed. It should be noted that the electronic perclose proglide instructions for use (eifu), states: perform a femoral angiogram to verify the location of the puncture site. In this case, it is unknown if the reported IFU violation contributed to the reported difficulty. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d9, h3: device not available for evaluation.

Manufacturer narrative:
Medical device problem code 2017 clarifier - failure to follow steps / instructions . Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with two proglide devices using the pre-close technique via a 7f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, when the plunger was pulled, no suture was attached at the needle. This occurred with both devices. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a large bore sheath and the evar procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.